Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the sieve beds are defective. Additional malfunctions are the pe valve is leaking and the tie wraps were installed.